Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 23mg/dl which was treated with food. Customer states that there is large difference between sensor glucose and blood glucose. Customer¿s blood glucose was 20mg/dl and sensor glucose was 70mg/dl which was not within acceptable range. Customer declined to troubleshoot for low blood glucose. Product will not be return for analysis.